Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the coil was stretched and kinked. Dried blood was present on the fiber bundles. The interlocking arm of the main coil was not present. On inspection the weld marks were present indicating the interlocking arm was removed during the procedure. A microscopic inspection found that the coil zap tip shape and surface was smooth. As the coil was damaged not all dimensions could be measured. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states that "in order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, a continuous flush setup must be used with a 5f imager ii selective diagnostic catheter. This setup helps to minimize friction for the following reasons: reduces retrograde blood flow into the catheter and introducer sheath during coil delivery. Reduces contrast crystal formation and/or thrombosis on the delivery wire and in the guiding catheter and catheter lumens. Reduces premature coil thrombosis." (B)(4).

Event description:
It was reported that during an embolization treatment procedure, a coil deployment issue occurred. The patient was undergoing treatment of an arterio-venous malformation of the superior mesenteric artery. The lesion was located in the iliac artery. This 20mm x 40cm interlock detachable coil was selected and was advanced; however, the coil didn't "move when deployment was performed in the lesion." The coil was retrieved with a snare. Nothing remains inside the patient. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an embolization treatment procedure, a coil deployment issue occurred. The patient was undergoing treatment of an arterio-venous malformation of the superior mesenteric artery. The lesion was located in the iliac artery. This 20mm x 40cm interlock detachable coil was selected and was advanced; however, the coil didn't "move when deployment was performed in the lesion." The coil was retrieved with a snare. Nothing remains inside the patient. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is good. Additional information has been requested and is not available.